Event description:
It was reported that instrument broke when removing from tibial canal. It was struck with a mallet several times before failure occurred.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding a fracture of a wichita fusion slot mark jig was reported. The event was confirmed. Method and results: device evaluation and results: the returned device confirmed that the proximal plate was fractured. There was notable material damage markings observed to one of the corners of the backplate as well. Material analysis of the subject device fractured in overload at the trial rod-to-back plate interface. The location of the markings observed on one of the corners of the backplate was consistent with the direction of loading required to cause the fracture observed. Medical records received and evaluation: no patient medical records were available for review. Device history review: review of the device history records indicates that all devices within the manufacturing lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event was confirmed as the subject device was received fractured. Material analysis of the device concluded that the device fractured in an overload condition and that the location of the markings observed on one of the corners of the backplate was consistent with the direction of loading required to cause the fracture observed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that instrument broke when removing from tibial canal. It was struck with a mallet several times before failure occurred.